Manufacturer narrative:
Concomitant medical products: addrs1 ipg, implanted: (B)(6) 2014 and t510c33 valve implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following the patient's open heart surgery, the right atrial (ra) lead exhibited increasing thresholds. The physician suspected this increase was a result of the open heart surgery and that the threshold would come back down, but decided to cap and replace the lead while the patient was already in the hospital. No patient complications have been reported as a result of this event.